Manufacturer narrative:
Evaluation of the returned pod pc revealed that the pet lock was separated, and the embolization coil was detached. This indicates that a successful detachment was made. Further evaluation revealed offset coil winds along the embolization coil. The proximal offset coil winds likely occurred during snaring of the coil during removal. The root cause of the coil getting stuck in the microcatheter could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pcs), a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician detached one ruby coil in the gda using the handle and proceeded to use a pod pc for a more dense pack. When the pod pc was inside the target vessel, the physician made a single attempt to detach the pod pc with the handle and reported that the proximal portion of the pod pc was caught at the tip of the microcatheter. It was also reported that the pod pc continued to get wrapped around the tip of the microcatheter. Next, the microcatheter was moved proximally in an attempt to release the pod pc and the pod pc detached and ran off distally in the vessel. Therefore, a snare device was used to remove the pod pc from the patient. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.